Event description:
It was reported the patient presented post-implant. During interrogation, it was discovered the right ventricular (rv) lead exhibited loss of capture. X-ray confirmed the rv lead had dislodged. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.